Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor indicated fractured oss311 implant, patient felt mobility. Implant was loaded and integrated, patient has other teeth and good occlusion. As a consequence of the event patient had bone loss, inflammation and pain. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation.visual evaluation of the as returned product identified signs of fracture laterally across the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for approximately 22 months. Bone loss, inflammation, and pain were reported as patient impacts from the event. He reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has returned x-rays of the surgical site, however these images are prior to fracture (B)(4) - x-rays). DHR review was completed for the subject lot number 2017051611. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017051611) for a similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report, d4: expiration date and UDI, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Event description:
No further event information is available at the time of this report.